Event description:
It has been reported to philips that the uninterruptible power supply (ups) displayed a message that it had shorted and the azurion system would not power on. The system was not in clinical use when this occurred. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system would not power up. Review of the system log files showed power issues. Fse found the actual cause of the problem was with power supplies on fan board. Fse replaced pdu fan tray and dcps and pdu dc module. After replacement system was returned to good working condition. The codes were updated based on the investigation outcome. The evaluation method code were corrected.